Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 5/5 of their automated peritoneal dialysis therapy. Reportedly, the pt line of the homechoice set had become disconnected from the home hp's transfer set during therapy. Follow up revealed that "the set was disconnected because of the pt mistake". Baxter's tsc assisted hp in ending therapy early. Therapy was completed via capd. No pt injury or medical intervention was associated with this incident, per hp's nurse.